Manufacturer narrative:
H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include but are not limited to endoleak.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, aneurysm enlargement and endoleak.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment of an inflammatory abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a distal type I endoleak in the left leg, proximal migration (distance unknown) of the distal end of the contralateral leg endoprosthesis, and aneurysm enlargement (amount unknown) were observed. On (B)(6) 2021, a reintervention was performed whereby an additional stent graft (plc121000j) was placed in the left external iliac artery. The distal type I endoleak was resolved. The physician stated that aneurysm enlargement may have caused the proximal migration of the distal end of the contralateral leg endoprosthesis.